Manufacturer narrative:
G4: 27nov2020. B4: 04dec2020. The manufacturer's international service technician evaluated the device and could not duplicate the customer's complaint. The manufacturer's international service technician was unable to duplicate the reported problem. As a precaution, the touchscreen was replaced. Operational testing was conducted, and the device passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020.

Event description:
The customer reported to philips that the lower part of the touchscreen was not responding well during pre-use checking. The customer reported there was no patient involvement at the time the issue was discovered.